Manufacturer narrative:
Patient city: san diego.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusions set fell off during use event on (B)(6) 2024. The infusion set was in use for 1 hours. The blood glucose level at the time of event was 243 mg/dl and patient resolved it by replacing infusion set and resumed insulin successfully. No further information available.